Event description:
It was reported that during an unspecified procedure, the basket would not open and close. During preparation, the segura stone retrieval basket was checked and found to open and close properly. During the procedure, the calculi were engaged in the basket and the basket would no longer open or close. The basket was cut and left in the patient's ureter. The patient returned the following day for removal of the basket and stones. The patient tolerated the follow up procedure well.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.